Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu _ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from the health care professional (hcp) and company representative regarding the leads being exposed. The lead was damaged one day prior to report in a stage 2 procedure case. The distal two contacts that had about three times the expected distance between them and one portion of the wire was cut through the plastic at that spot. Once the lead cap was removed from the lead, the damage was noticed. Troubleshooting included the surgeon putting the lead into the lead-extension connection and an electrode impedance was performed which showed all contacts were out-of-normal range. The voltage was 0.7. All of the impedances were approximately around 4,200 ohms. A second impedance check was done using 1.5 volts and no problems were found. They were able to get the lead into the cap but they couldn't get the boot around as they didn't want to worsen the break. It was unknown if the issue was resolved. All of the products remained implanted. However, there was no boot around the lead-extension connection. The lead had been buried for a couple of weeks and they inspected carefully the booted lead the past thursday prior to report. The patient's status at the time of report was alive with no injury. No surgical intervention occurred and it was unknown if it was planned. The patient was sent to the post-anesthesia care unit (pacu) once the procedure as over.